Event description:
It was reported that the during an implant procedure, a coronary sinus (cs) body dissection occurred during use of the balloon catheter. The catheter was backed out of the main cs body and re-cannulated. The procedure continued and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).